Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced pain at the ipg site due to charging. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.